Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported the shunt to have fibrosed and became occluded. The device was explanted and a trabeculectomy was performed.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other similar complaints reported in the lot number. No sample was returned, therefore, the condition of the product could not be verified. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant.because the complaint could not be confirmed, the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that there was probable causal relationship between the adverse event and the product. It is possible that the gfd was clogged with exfoliation materials due to pseudoexfoliation. The event was resolved.